Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed. During visual inspection, it was observed that components looked well assembled; however stapler was received with trigger component pre-activated; root cause unknown, no stuck staples in the tip the cartridge. Failure mode stuck in stapler was confirmed. Functional inspection: stapler was activated for full activation cycle according to the IFU product "the trigger must be squeezed all the way in." Staple was loaded, closed and released properly. Although from the sample received, the defect reported by the customer stuck in stapler was observed during visual inspection; the root cause for this issue is considered unknown since the trigger component was received pre-activated & it is unknown why the activation cycle was not completed. Inspection was performed with remaining staples & no quality issues were found during the activation, the device worked properly. Therefore , a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
It was reported that dr (B)(6) experienced clips jamming while using the visistat skin stapler in theatre for skin closure. Another unit was used with satisfactory results. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dr (B)(6) experienced clips jamming while using the visistat skin stapler in theatre for skin closure. Another unit was used with satisfactory results. The patient's condition was reported as fine.

Event description:
It was reported that dr (B)(6) experienced clips jamming while using the visistat skin stapler in theatre for skin closure. Another unit was used with satisfactory results. The patient's condition was reported as fine.